Manufacturer narrative:
The subject device was not returned to omsc for evaluation but was returned to olympus europa se & co. Kg (oekg). Oekg checked the subject device and found that the reported phenomenon was duplicated due to the failure of power supply and the socket had not cleaning well after endoscope uses. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the unspecified timing, the subject device could not be turned on. There was no report of patient injury associated with the event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. It was confirmed that the power supply could not be turned on due to a failure of the power supply unit. A failure of the power supply unit may have occurred due to deterioration caused by long-term use, as it has been about eight years since the date of delivery. If additional information becomes available, this report will be supplemented.